Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion. Remains implanted.

Event description:
Edwards received notification from a thv territory manager that a patient with a 26mm sapien 3 valve, implanted in the aortic position for an unknown implant duration, underwent a valve in valve procedure due to stenosis. A 23mm s3u valve was implanted successfully.

Event description:
Edwards received notification from a thv territory manager that a patient with a 26mm s3 valve, implanted in the aortic position 2 year and 2 months, underwent a valve in valve procedure due to central aortic insufficiency, increasing gradients, and leaflet thickening. A 23mm s3u valve was implanted successfully.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. The investigation is ongoing. A supplemental report will be completed upon completion.

Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints valve leaflet thickening was unable to confirmed as relevant imagery or medical record was not provided for evaluation. The complaint of valve central regurgitation was confirmed from imagery review by an edwards' proctor. A review of DHR, lot history, and complaint history (for central regurgitation) did not identify any manufacturing non-conformities that would have contributed to the reported event. Additionally, no IFU/training manual inadequacies were identified during the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''implanted in the aortic position 2 year and 2 months, underwent a valve in valve procedure due to central aortic insufficiency, increasing gradients, and leaflet thickening. A 23mm s3u valve was implanted successfully.'' Per the instructions for use (IFU), structural valve deterioration (leaflet thickening) is potential risk associated with the use of the transcatheter heart valves (thv). There are patient factors that could contribute to leaflet thickening. In this case, limited information was available for evaluation. Therefore, a definitive root cause is unable to be determined at this time. Per the instructions for use (IFU), valve regurgitation is potential risk associated with the use of the transcatheter heart valves (thv). In this case, leaflet thickening was reported. Thickening of leaflets impacts proper leaflet functionality or coaptation resulting in central regurgitation. Leaflet thickening may also contribute to the narrowing of effective valve area, resulting in increased gradients, as reported. As such, available information suggests that patient factors (leaflet thickened) may have contributed to the reported event. Since no labeling or IFU/training inadequacies were identified, no corrective/preventive action nor product risk assessment (pra) is not required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.